Event description:
It was reported that when the patient presented through merlin.net transmission, premature battery depletion was observed. Analysis of session records noted that the device reached eri prematurely. The patient did not receive any alert from the device. Device was explanted and replaced.

Manufacturer narrative:
The reported event of premature depletion was confirmed in the lab. The cause of the rapid battery depletion was due to high current draw from the device. Interrogation of the device revealed the device was above eri when received. Device was tested on bench and no anomaly was detected. The cause of the high input current could not be conclusively determined.